Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of the patient. It was reported that during ballooning of the stent graft while in a tortuous region, the balloon appeared to be caught on the stent graft edge. Contrast leakage was visible from the balloon and so the balloon was removed and checked on the table. It was confirmed that the balloon was torn. The balloon was replaced and the procedure completed without issue. The cause of the event could not be determined but it was commented that the hole likely was formed from what it contacted in the patient. No additional clinical sequelae were reported and the patient is fine.